Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Company representative reported on behalf of healthcare professional via email, left side infection. Also reported, "both breasts of patient had where infected and the alloderm had not incorporated on either side." Device explanted.